Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem ("adjust belt" messages, damaged cable) has been confirmed. As received, the electrode belt failed incoming functionality testing, specifically a therapy electrode recognition test. The cause for the test failure and the reported messages was isolated to an exposed and cut pulse wire in the trunk cable at the connector. The trunk cable connector was cracked, exposing the pulse wire. The root cause for the cut wire and cracked connector was physical abuse. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned a patient's electrode belt and reported that the electrode belt was causing frequent "adjust belt" messages and that a cable was damaged.